Event description:
A malfunction alarm occurred on a customer's pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset instructions and assisted the caller in resetting the pump, which resolved the issue.